Manufacturer narrative:
Test strips vial was returned. Pending investigation.

Event description:
Customer reported complaint for missing package items. Customer stated the vial of lot # rw5336 only contained 5 test strips when opened; 45 test strips were missing. Customer stated the open vial date was 08/26/2019 and that it had been sealed prior to her opening. Customer stated she was concerned with not being able to perform blood glucose testing due to only having 5 test strips.

Manufacturer narrative:
Test strips were returned for evaluation. No defect was detected. Returned product was forwarded to packaging based on complaint's description. Internal evaluation has been completed by packaging and no abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.